Event description:
Between (B)(4) 2014, a fujifilm clinical sales specialist (css) observed that certain fujifilm endoscopes were not being reprocessed consistent with fujifilm instruction manuals and it appeared the user facility was not adhering to the aer OEM's ((B)(4)) automated reprocessing recommendations, including the use of validated aer OEM-recommended channel adapters. Based upon information provided, the (B)(4) dsd aer hookup adapters as well as the aer-to-scope channel connections were different from those described in current (B)(4) product labeling for the automated reprocessing of certain fujifilm endoscopes. The fujifilm css reviewed appropriate manual reprocessing instructions with the customer, including cleaning and leaking testing prior to automated reprocessing in an aer. Since fujifilm personnel are not certified as trainers by each aer OEM, and company policy prohibits in-services of specific aer products, the css recommended that the customer contact (B)(4) directly to obtain and follow (B)(4) device-specific automated reprocessing instructions for the scope models in question. This event is a potential patient safety concern due to user error, resulting from inadequate reprocessing of reusable devices. (B)(6).

Manufacturer narrative:
The fujifilm clinical sales specialist advised the customer to contact (B)(4)s (the aer manufacturer) directly to obtain correct connector kits and instructions regarding reprocessing of fujifilm endoscopes. To date, the facility continues to perform procedures. No patient incidences have been reported. This report is being submitted as an MDR in an abundance of caution.